Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the water at the beach with the pump in his pocket. Customer's blood glucose was 234 mg/dl. Customer stepped into the water at the beach and stepped right back out. Customer reported that there is fluid under the lcd display. Customer had 2 cracks on the screen and cracks on the pump casing. Customer was already disconnected from the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to blank display anomaly.